Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 05/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was observed to be intact. The threads of the returned battery cap were found to be damaged; this device failure indirectly caused the reported issue. The returned battery cap was unable to secure to the suspect pump case per the instructions for use (IFU); this device failure directly caused the reported issue. The pump was unable to maintain power with the returned battery cap installed: the reported issue was duplicated. A test battery cap was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power related events were observed. The pump case was removed, and evidence of moisture ingress was found on internal components. The following findings are unrelated to the reported issue: the pump case was observed to be cracked near the display. The pump failed a leak test due to the pump case damage. The display screen visual was observed to be dim and discolored due to an unidentified display failure. The keypad cover was observed to be peeling. All of the keypad buttons were found to be intermittently responsive. The keypad cover was removed, and evidence of moisture contamination was found under all of the key contacts. The audio bolus button (abb) was found to be difficult to engage; however, the abb was responsive. The abb cover was removed, and evidence of moisture contamination was found on its slug and key contact.